Manufacturer narrative:
Physio-control further evaluated the customer's device. It was observed that the device's charge-pak assembly had not been maintained and the device's internal hlc batteries had depleted as a result. The last date logged inside the device was december, 2010. It was also observed that the device had multiple user power on cycles with a total of 7.5 hours of on-time. The customer returned the device to physio to be scrapped.

Event description:
The customer contacted physio-control to report that their device would power off immediately after being powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power off immediately after being powered on. During device evaluation, physio observed that the device did not have a charge-pak battery charger inserted. The device showed all three icons (charge-pak, attention and service wrench) in the readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.